Event description:
It was reported, the patient is experiencing pain at his ipg site. The patient no longer uses his scs system and does not remember the last time he charged it. The patient's entire scs system was removed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.